Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 495 mg/dl and as low as 40 mg/dl. Troubleshooting for high/low blood glucose was performed. Customer advised they had multiple sclerosis and was in the hospital a few weeks ago. Customer advised they cannot get the insulin pump to work properly, that they are using manual injections and have stopped using the device. Customer advised they need to take a drug called protozoon once a month which is difficult to do as a diabetic. Customer treated their blood glucose with food and apple juice. Customer's healthcare provider advised the low blood glucose may be a result of multiple sclerosis. Customer felt nausea, thirst, headaches and was advised these symptoms were the onset of diabetic ketoacidosis.